Manufacturer narrative:
On (B)(6) 2011, a respiratory therapist reported that the inomax (B)(4) would not pass low range calibration. Investigation results received on (B)(4) 2011. Evaluation summary: on investigation of the device service log, fluctuating monitored nitric oxide (no) values were recorded. Since fluctuating monitored nitric oxide values have been observed in the service logs of other devices and have been linked to fretting corrosion of an internal ribbon cable, the cable was replaced. Following cable replacement, the device performed to specifications. The fretting corrosion can lead to intermittent high resistance connection at the cable's connector, leading to fluctuating monitored nitric oxide values. It is important to note that the monitored nitric oxide value would be fluctuating in this case and not the actual nitric oxide delivered.

Event description:
On (B)(6) 2011, a respiratory therapist reported that the inomax (B)(4) would not pass low range calibration test. The device was not on a patient and no adverse event was reported. The rt refused (B)(4) technical support and requested the device be switched out. The device was removed from service by the customer and returned to the company for investigation.